Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to be interrogated using rf telemetry. Intervention was performed to successfully restore telemetry. The patient remained stable.